Event description:
The user facility reported that following two trufreeze procedures, both patients experienced post procedure discomfort. The patients were both readmitted for additional care. After a CT evaluation was conducted, a right pleural effusion was detected in both patients. The second day following both procedures, the patients were discharged to go home with no lasting effects reported. Medication was administered to both patients following discharge. It is unknown what type of medication was administered.

Manufacturer narrative:
The active venting sprays subject of the reported events were discarded by the user facility and not available for evaluation. The log files for the trufreeze console system were reviewed and no issues were noted with the function or operation. The instructions for use states, "do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist." The IFU further states, " the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area. The physician should use caution when applying cryospray in any organ where stricture or collapse is likely. The physician should use caution when considering cryospray for this high-risk patient situation, specifically regarding the ability to vent or extract gas. Physicians should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting or nitrogen as, resulting in increased gas pressure. During cryospray, the patient must be monitored for abdominal distention and cryospray must be stopped if the abdomen becomes distended, if using in the esophagus. Liquid nitrogen expands more than 700 times when changing from a liquid to a gaseous state. It is imperative for patient safety that adequate venting is used to remove gas created during cryospray." No additional issues have been reported.

Manufacturer narrative:
One of the two devices subject of the reported event was returned to steris endoscopy for evaluation. The returned catheter was evaluated by steris engineering and confirmed there were no visible kinks, breaks or bends in the device that would attribute to the reported issue. Additionally, the catheter sprayed as expected when tested. The reported event could not be duplicated. Steris offered in-service training on the proper use and operation of the trufreeze system console; however, the user facility declined. No additional issues have been reported.